Manufacturer narrative:
Correction.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the reported event could not be conclusively determined through this evaluation. The account reported the patient was found expired in bed while connected to depleted 14v batteries on an epc. Despite multiple attempts, no further information was received. No log file data was submitted to abbott personnel. The device was not returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2012. It was reported that the patient was found dead in bed on batteries alarming (epc controller). Notified vad center and family was instructed how to disconnect the controller from the patient.